Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50 x 38 synergy drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with the fourth proximal strut lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found multiple kinks along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50 x 38 synergy drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable.